Manufacturer narrative:
(B)(4). D10: cat: 02.02263.012 lot: 2920763 ncb pp pr fem plt r 12h l285mm. Cat: 02.02263.201 lot: 2920052 ncb pp troch plate rt narrow. Cat: 00223200418 lot: 63853475 cable cerclage cable with crimp. Cat: 00223200418 lot: 63853468 cable cerclage cable with crimp. Cat: 00801803603 lot: 61872565 femoral head. Cat: 00801102024 lot: 60864182 allen medullary cement plugs. G2: foreign ¿ australia. H6: proposed component code: mechanical (g04)- stem. Visual examination of the provided pictures identified the explanted stem, heavily surrounded by bone and bio-debris. No further evaluation can be made. Review of the device history records identified no deviations or anomalies during manufacturing. Available information was reviewed by a health care professional: the patient needed plate fixation to correct a fracture seven year post-implantation. Then the patient was revised due to loosening and periprosthetic fracture. Review of the radiographs: right total hip arthroplasty with what appears to be an oblique periprosthetic fracture involving the proximal femoral diaphysis. Lateral plate and screw fixation device in place along the proximal femur with at least two and possibly three fractured proximal screws. A definitive root cause cannot be determined. This complaint cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that approximately 13 years post-implantation, the patient underwent a right hip revision due to loosening and fracture. Attempts have been made and no further information has been provided.